Event description:
It was reported that the patient presented to the emergency department with (B)(6) and was found to have a hemoglobin drop from 10 to 7 on outpatient. There was concern for upper gastrointestinal (gi) bleed in setting of supra-therapeutic international normalized ratio (inr). The patient received blood products and was in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.